Event description:
It was reported that impedances measured with electrodes 0 and 1 were over 10,000 ohms. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-06422.

Manufacturer narrative:
(B)(4).